Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/10/2007. Evaluation summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed two clips with a gap and four clips within manufacturing specifications. The instrument locked out as intended but the orange indicator did not show up completely. No misfire issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.